Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensor was replaced and the unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.